Event description:
The surgeon informed that a vns patient has been scheduled for a possible lead revision and generator battery change surgery. It was noted that the patient was referred for surgery due to high impedance. It was noted that the surgeon is probably going to have to replace the leads, and will also replace the generator at the same time. The facility refused to provide any additional details on this high impedance report. No known surgical intervention has occurred to date. No other relevant information has been received to date.